Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00655. It was reported that stent deformation occurred. The target lesion was located in a highly tortuous saphenous vein graft to the circumflex artery. A promus premier¿ stent was implanted. During the procedure, the non-bsc guide catheter that was used to cannulate came out and pulled the 190cm filterwire ez¿. The 190cm filterwire ez¿ got stuck on the strut of the distal portion of the previously implanted promus premier¿ stent. When the filterwire ez¿ came in contact with the stent, the stent shortened. The physician tried for about 4 hours to remove the filterwire ez¿ and at some point during those removal efforts, the filterwire ez¿ basket detached and remained in the vessel. Snaring attempts to remove the filterwire ez¿ basket were unsuccessful. The interventional cardiologist (ic) was unable to rewire the lesion. The patient was stable during the procedure.